Manufacturer narrative:
Approximate age of device ¿ 2 years, 9 months. The device was not explanted from the patient and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired suddenly at home on (B)(6) 2016 due to a cerebral hemorrhage. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported cerebral hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.